Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The cotton from the inside is loose and being left inside of my body- vagina [foreign body in reproductive tract] the end of them (tampons) are not closed together [device physical property issue] the cotton from the inside is loose and being left inside of my body- tampax [device breakage] case narrative: consumer reported via email that the cotton from inside the tampon is being left in her body. No serious injury was reported.